Event description:
It was reported that on (B)(6) 2026, the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. The patient had been walking at the time of the shock. Muscle/pocket stimulation was also reported. Technical services (ts) review of the device data showed that there were recently recorded untreated events (beginning 01mar2026) as well due to sensing of non-physiologic artifact/noise. Per the company representative, provocative maneuvers had been performed in-clinic at the patient's previous follow-up and noise had been observed on all vectors. The s-ICD system had been programmed to the alternate vector prior to that check and remained with that programming after the appointment as that vector was re-selected during the automatic set-up process. It was also noted that smart pass had been disabled on (B)(6) 2026 due to low amplitudes and a long r-r interval. It was re-enabled on (B)(6) 2026. Ts discussed that the noise present on the treated/untreated episodes largely consisted of artifact that was suggestive of compromised electrode integrity, though some myopotential noise was also observed. Additional provocative maneuvers and x-ray imaging were recommended, along with lead revision, depending on the results. If the imaging was inconclusive with regard to the lead, replacement of the s-ICD as well was also discussed. No adverse patient effects were reported.